Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised in (B)(6) 2026 (patient could not recall exact date, only that the event occurred in march ¿before easter¿) with hyperglycaemia. The patient¿s blood glucose levels rose (values not reported) and the patient was unable to decrease the levels. The patient presented at the emergency room and was admitted for observation overnight. The patient was treated with novorapid (insulin aspart). The physician informed the patient that the patient¿s abdominal scar tissue (related to leukaemia) may have affected insulin absorption. The patient was discharged the next day. The patient was able to continue treatment with the pod.